Manufacturer narrative:
Additional info b5: the instrument was used additional info h6: updated annex c and annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: visual inspection of the 1 returned device showed no outward signs of any damage. The device will be tested by the supplier service team. Conclusion: reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during educational use with a non-sterile primed circuit, the vitalflow console continued to display an e10 error (pump speed is 5% under set speed) after the completion of an e70 related software update. The customer unplugged and plugged the drive motor cable in completely, checked all other connections, changed the disposable pump head, and performed a hard reset, but the error persisted. The use of the devices was unspecified. There was no patient involved.